Event description:
A medial tibial fracture occurred during the use of a keel punch on the tibia.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A medial tibial fracture occurred during the use of a keel punch on the tibia.